Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window.

Event description:
Customer reported via phone call multiple motor error alarm. Customer¿s blood glucose reading was 215 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised they received more than 1 motor error alarm within a thirty-day period. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.